Event description:
Used cs29 for anastomosis. When closed down to the firing range, had some trouble getting down to outer limits of firing range. When fired, product did not have full firing cycle; got "firing sequence incomplete" message. After removal of cs20, saw that staples did not form; used another device to finish case.